Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient's mother stated the dexcom had consistently been showing inaccurate values on (B)(6) 2019. She stated the patient fainted while the cgm was displaying a value of 92 mg/dl, compared to a bg meter reading below 40 mg/dl and administered the patient with glucagon. At the time of contact, the patient was doing okay. Data was received for evaluation, but the complaint confirmation and root cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session. However, this is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.